Event description:
It was reported that patient enrolled in a (B)(4) study underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2006 due to trochanteric bursitis. The modular head and acetabular cup were removed and replaced. A review of the invoice history confirmed the initial surgery date; however, an invoice history could not be located to confirm the revision procedure and which components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06440 & 06441).